Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel via review of stored egm. Programming changes were made, and device remains implanted.